Event description:
The reporter stated the surgeon was inserting a cq2015a collamer aspheric three piece lens and the lens was partially in the eye and the lens popped out. The lens was reloaded and tore. There was no pt injury. The reporter stated the event was due to inexperience with the loading process and was a technical/loading error. Another same type lens was implanted with no problem.

Manufacturer narrative:
Eval: results - visual inspection of the returned prod found pieces of the lens optic and one haptic torn off and missing. There was evidence of clear surgical residue. It should be noted that the injector and cartridge were not returned for eval.